Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Treatment for the event of peritonitis was not reported. The patient was transferred to the intensive care unit five days after admission to the hospital. The transfer to a higher level of care was due to heart failure and respiratory failure, which were separate diseases unrelated to peritonitis. The family requested to bring the patient home due to the patient's very weak health status. Pd therapy was discontinued five days after being transferred to the ICU. That same day, the patient died at home due to heart failure and respiratory failure. An autopsy was not performed. No additional information is available.